Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated to 370 (mg/dl). The contact stated the cause of the elevated bg level was unknown. The customer noted they had received incomplete bolus alerts over the past two days. The customer stated they were unsure if the incomplete bolus alerts were the cause of the elevated bg level. The customer stated they may have navigated to the bolus screen and taken longer than 90 seconds to request the bolus. A correction bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.